Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres and 20 atmospheres respectively. However, during the second inflation, the balloon ruptured. The device was removed and a pinhole was noted in the middle of the balloon. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.